Manufacturer narrative:
Model number: 720185-01, lot number: 0176408002, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be replaced because it is no longer working. "The mechanism is not working properly and the patent have surgical programming of the material exchange." Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.